Event description:
A surgeon reported a refractive surprise following intraocular lens (iol) implant surgery. She stated the patient is seeing multiple images which may be due to the trace viscoelastic trapper behind the iol. She reported it is unknown what contributed to the refractive surprise. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested 09/08/2011 and 09/09/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).